Event description:
A facility director reported that a patient who had an intraocular lens (iol) implanted indicated on a returned questionnaire that her vision was blurry at all distances with halos and smudges. The lens was exchanged for another iol. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
The product was returned. Solution and lens damage was observed. The optic was too damaged in order to conduct a lens bench evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of an approved cartridge, handpiece and viscoelastic combination. The product investigation could not identify a root cause for the complaint for blur, halos, and smudges in vision. A lens bench evaluation could not be conducted due to the extensive optic damage. The returned product was damaged. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Additional information in the file indicated the lens was exchanged for a monofocal lens of the same diopter. (B)(4).

Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. There have been no other complaints reported in the lot number. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).